Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, during firing at antrum, surgeon noted that there was an incomplete staple line distally. Surgeon used competitor's device to complete the case. There was no patient injury.